Event description:
It was reported that when water was injected with a syringe during the pre-test, sterile water leaked from the funnel area of the foley catheter. Leak from the funnel area.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted 5 photo samples were received: 1: top view of catheter and syringe used 2: zoomed in view of end of catheter 3: inflation cap on catheter 4: side view of trifurcation site on catheter showing hole present on the trifurcation site 5: top view of showing outer product packaging of tray. Visual: received one (1) used all-silicone temp sensing foley catheter with sample port connector and syringe without original packaging. Visual inspection noted no obvious defects. Using the returned syringe, the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution slowly leaked out of a 0.013" pinhole found at the trifurcation. This is out of specification per inspection procedure, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The labelling was reviewed and found to be adequate. DHR review did not show any problems or conditions that would have contributed to the reported event. Complete initial reporter facility name: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when water was injected with a syringe during the pre-test, sterile water leaked from the funnel area of the foley catheter. Leak from the funnel area.